Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that after an endoscopic vessel harvesting procedure, connection where vasoview hemopro 2 meets vh-4030 extension cable started to smoke. No patient involvement.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on (B)(6) 2024. An investigation was conducted on (B)(6) 2024. A visual inspection was conducted. Signs of clinical use and evidence of blood and heavy charred material on jaws and heater wire. The heater wire was observed to be intact with no visual defects observed. There were no visual defects observed on the intact hot jaw clear silicone insulation the cold clear silicone insulation was observed to be peeled with no detachment observed. A pre-cautery test was performed per the instruction for use (IFU) with a returned hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device passed the pre-cautery test. The power supply did emit an audible beeping sound and the evh returned harvesting tool did produce steam and heat. There was no smoke observed during the test. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device as well as the evaluation results, the reported failure "environmental particulates- smoke" was not confirmed, however, the analyzed failure "peeled; delaminated; jaw" was observed. The lot # 3000353454 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
Related to (B)(4). The hospital reported that after an endoscopic vessel harvesting procedure, connection where vasoview hemopro 2 meets vh-4030 extension cable started to smoke. No patient involvement.